Event description:
During a laparoscopic hernia repair the stapler jammed. A new stapler was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
H6; code 100: instrument received with a staple fragment jammed in the cartridge nose, which was removed. The instrument fired the remaining three staples without incident. Visual inspections and results: articulation: yes. Precock functional: yes. Rotation: yes. Staple count: 3. Swivel: yes. Functional tests and results: cycled the instrument: yes. Analysis conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported incident of the instrument "jammed" during surgery may have been due to staple fragment which became wedged in the cartridge nose. The instrument was received with a slightly bent kickoff spring and a small piece of a broken off staple was observed to be wedged in the cartridge nose. The portion of broke off staple was removed from the cartridge nose and the instrument was cycled, fired, and properly formed the remaining 3 staples without incident. No conclusion could be reached as to how the staple fragment had become wedged in the cartridge nose or as how the kickoff spring had become bent. Each instrument is evaluated during the assembly process to ensure that staples feed, fire, and form correctly.